Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of three access sites at the right common femoral vein using one prostyle device at each access site after an electrophysiology ablation procedure using an 11f, 9f and 7f sheath respectively. The suture of the first prostyle device was successfully deployed and used successfully to achieve hemostasis at the 11f access site. The suture of the second prostyle device was successfully deployed and used successfully to achieve hemostasis at the 9f access site. Resistance was felt upon removal of the 7f sheath at the last access site, the sheath would not come out. The suture at the 9f access site was cut to allow removal of the 7f sheath as the second prostyle device needle at the 9f access site had punctured through the 7f sheath. The third prostyle device was opened but not used at the 7f access site. A figure of 8 stitch was used to achieve hemostasis at the 9f and 7f access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Hospitalization was prolonged, the patient was kept for another day. No additional information was received.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.